Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate burn marks at the output area location and moderate detritus adhesion char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on the analysis, the potential for forward firing may exist.

Event description:
It was reported that at 213,283 joules while using the surgical fiber during a prostate procedure, the fiber cap began turning (rotating independently of the fiber) and not firing straight. Time expended: 35:28 minutes. The procedure was completed using an alternate procedure (turp). There was no patient injury reported.